Manufacturer narrative:
Ps56235. The mr290 autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was "damaged and broken." The hospital observed the reported damage before use.